Manufacturer narrative:
The incidence of reports of hero device damage due to interaction with the clavicle/first rib is extremely low (0.08%) but is a known potential adverse reaction and is listed in the hero graft instructions for use (IFU). The device was returned on 4/2/2012 and examined. The returned product analysis summary is attached. This is the first report of the hero device breaking in half. Given the design of a 48 wire redundant nitinol braid reinforcement, it is less likely to separate compared to tunneled dialysis catheters or pacemaker lead wires when placed in similar vein locations. Tdc's have reported failure rates ranging from 0.1 - 2.1% in the literature. A chart review by a surgeon at the site indicated that the high pressure used during the balloon angioplasty most likely also contributed to the damage and breakage of the device. Placing the hero device in the subclavian vein instead of the internal jugular vein (ijv) is cautioned against in the IFU which states: "use of the hero device was clinically studied in the ijv. Implantation of the device in other vasculature has not been studied and may increase the risk of adverse events not encountered in the clinical trial." The hero IFU also says to consider monitoring the pt for the potential of interaction of the clavicle and first rib with the outflow component when using the subclavian vein for venous access. Mirza b, vanek v, kupensky d. Pinch-off syndrome: case report and collective review of the literature. The american surgeon 70:635 - 644, 2004. Illig ka. Management of central vein stenosis and occlusions: the critical importance of the costoclavicular junction. Seminars in vascular surgery 24: 113 - 118, 2011.

Event description:
Explant several months post-implant due to repeat occlusion of hero graft and multiple interventions and revision of the device that had been implanted via the subclavian vein. Incidental finding during imaging was that the outflow component was broken in the area where the outflow component made a sharp turn into the subclavian and was possibly rubbing the bony structures at the junction of the clavicle and first rib. Sequence of events: (B)(6) 2011 - hero device implanted, (B)(6) 2011 - thrombectomy. On (B)(6) 2011 - percutaneous transluminal angioplasty (pta) of central venous stenosis due to facial edema. On (B)(6) 2011 - thrombectomy and pta of vein and replacement of outflow component. On (B)(6) 2012 - thrombectomy and pta of eptfe graft portion of hero. On (B)(6) 2012 - thrombectomy and replacement of outflow component of hero device, damage noted on device. On (B)(6) 2012 - thrombectomy and angioplasty with high pressure balloon in outflow component which was thought to be twisted. On (B)(6) 2012 - outflow component was broken and removed.